Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of over 400 mg/dl. The customer¿s incident blood glucose level was 439 mg/dl. The customer did report symptoms such as nausea, vomiting, abdominal pain and difficulty in breathing as a result of high blood glucose level. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer's blood glucose came down after changing infusion set. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.